Event description:
It was reported that the drill leaded during the procedure. Per the or coordinator, there was no pt injury and no additional treatment provided as a result of the alleged leak.

Manufacturer narrative:
Based on the investigation conducted, the leaking of oil from the handpiece during surgery could have been caused by a small hole in the damaged hose assembly. If the customer mistreated the handpiece and cut the hose, oil could then escape from the hose during use. The IFU for the product does state the following about the leakage: upon initial receipt and before each use, operate system components and inspect for damage. Do not use if damage or leakage of lubrication is apparent. Perform recommended maintenance as indicated in the instructions for use. Only trained and experienced health care professionals should maintain this instrument. Failure to comply may result in patient and/or operating room staff injury.